Event description:
Pt. Received 2nd of 3 radiotherapy fractions using the total body cushion for positioning. After treatment pt. Wanted to get up from the table and had new right foot drop (later information from hospital stated left foot drop). Pt. Encountered a bruising and swelling of lower leg area. Pt. Was fitted with a leg brace (later information from hospital stated bruising and swelling occurred two days later).